Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The stent itself was noted to be lifted and so the device was removed. The procedure was completed with another of same device with wolverine and balloon. No patient complications nor injuries were reported.